Event description:
Chemotherapy given through patient's port. All connections inspected and tightened. Chemotherapy leaked almost one hour after starting infusion under connector. The shirt was removed and bagged. The skin was cleansed thoroughly.